Event description:
It was reported that the patient presented after feeling vibratory notifier for high impedance alert on the implantable cardioverter defibrillator. The patient was brought into clinic on (B)(6) 2017 and the high voltage impedance was noted to be increased. The patient was stable.